Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 90 and blood glucose was 200 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The mother reported additional information regarding sensor and blood glucose issues. The mother stated that the sensor had ripped out once, and the customer also flinched upon insertion of the sensor, which may have contributed. The mother declined to be transferred for troubleshooting.